Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto') and hernia ('hernias') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hernia (seriousness criterion medically significant), adnexa uteri pain ("burning pain like ovaries are heating up") and alopecia ("still hair losing it. ") and was found to have hepatic enzyme increased ("liver issues: elevatedliver enzyme"). The patient was treated with surgery (hysterectomy and get 2 for 1 surgery). Essure was removed. At the time of the report, the medical device removal, hernia, hepatic enzyme increased and adnexa uteri pain outcome was unknown and the alopecia had not resolved. The reporter considered adnexa uteri pain, alopecia, hepatic enzyme increased, hernia and medical device removal to be related to essure. The reporter commented: got my first root canal because of essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hernia and medical device removal, adnexa uteri pain, hair loss. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : event added, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and hernia ('hernias') in an adult female patient who had essure (batch no. He01345) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and grand multiparity. Concurrent conditions included menorrhagia. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hernia (seriousness criterion medically significant), adnexa uteri pain ("burning pain like ovaries are heating up"), alopecia ("still hair losing it."), genital haemorrhage ("sorry to hear you are suffering with pain and bleeding due to essure") and oral pain ("mouth pain") and was found to have hepatic enzyme increased ("liver issues: elevatedliver enzyme"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and get 2 for 1 surgery). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, hernia, hepatic enzyme increased, adnexa uteri pain, genital haemorrhage and oral pain outcome was unknown and the alopecia had not resolved. The reporter considered adnexa uteri pain, alopecia, device dislocation, genital haemorrhage, hepatic enzyme increased, hernia and oral pain to be related to essure. The reporter commented: got my first root canal because of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: impression: 1. Left-sided seizure device is noted. The right-sided effusion device is not clearly seen. 2 two surgical clips in the right and mid lower pelvis, 3. Fallopian tubes are not seen. No free peritoneal spill. Concerning the injuries reported in this case, the following ones were reported via social media: oral pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and hernia ('hernias') in an adult female patient who had essure (batch no. He01345) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and grand multiparity. Concurrent conditions included menorrhagia. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hernia (seriousness criterion medically significant), adnexa uteri pain ("burning pain like ovaries are heating up"), alopecia ("still hair losing it. "), genital haemorrhage ("sorry to hear you are suffering with pain and bleeding due to essure") and oral pain ("mouth pain") and was found to have hepatic enzyme increased ("liver issues: elevated liver enzyme"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and get 2 for 1 surgery). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, hernia, hepatic enzyme increased, adnexa uteri pain, genital haemorrhage and oral pain outcome was unknown and the alopecia had not resolved. The reporter considered adnexa uteri pain, alopecia, device dislocation, genital haemorrhage, hepatic enzyme increased, hernia and oral pain to be related to essure. The reporter commented: got my first root canal because of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: impression: 1. Left-sided seizure device is noted. The right-sided effusion device is not clearly seen. 2 two surgical clips in the right and mid lower pelvis, 3. Fallopian tubes are not seen. No free peritoneal spill. Concerning the injuries reported in this case, the following ones were reported via social media: oral pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Reporter and event mouth pain added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and hernia ('hernias') in an adult female patient who had essure (batch no. He01345) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and grand multiparity. Concurrent conditions included menorrhagia. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hernia (seriousness criterion medically significant), adnexa uteri pain ("burning pain like ovaries are heating up"), alopecia ("still hair losing it. ") and genital haemorrhage ("sorry to hear you are suffering with pain and bleeding due to essure") and was found to have hepatic enzyme increased ("liver issues: elevatedliver enzyme"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and get 2 for 1 surgery). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, hernia, hepatic enzyme increased, adnexa uteri pain and genital haemorrhage outcome was unknown and the alopecia had not resolved. The reporter considered adnexa uteri pain, alopecia, device dislocation, genital haemorrhage, hepatic enzyme increased and hernia to be related to essure. The reporter commented: got my first root canal because of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: impression: left-sided seizure device is noted. The right-sided effusion device is not clearly seen. Two surgical clips in the right and mid lower pelvis. Fallopian tubes are not seen. No free peritoneal spill. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif recived, reporter, event migration, indication , insertion added. Medical device removal event updated. On 1-jul-2020: mr received. Lot number was added. Reporter, concurrent conditions were added. 6th & 7th fu process together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto') and hernia ('hernias') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hernia (seriousness criterion medically significant) and adnexa uteri pain ("burning pain like ovaries are heating up") and was found to have hepatic enzyme increased ("liver issues: elevatedliver enzyme"). The patient was treated with surgery (hysterectomy and get 2 for 1 surgery). Essure was removed. At the time of the report, the medical device removal, hernia, hepatic enzyme increased and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, hepatic enzyme increased, hernia and medical device removal to be related to essure. The reporter commented: got my first root canal because of essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hernia and medical device removal, adnexa uteri pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event burning pain like ovaries are heating up was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and hernia ('hernias') in an adult female patient who had essure (batch no. He01345) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and grand multiparity. Concurrent conditions included menorrhagia. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hernia (seriousness criterion medically significant), adnexa uteri pain ("burning pain like ovaries are heating up"), alopecia ("still hair losing it ") and genital haemorrhage ("sorry to hear you are suffering with pain and bleeding due to essure") and was found to have hepatic enzyme increased ("liver issues: elevatedliver enzyme"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and get 2 for 1 surgery). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, hernia, hepatic enzyme increased, adnexa uteri pain and genital haemorrhage outcome was unknown and the alopecia had not resolved. The reporter considered adnexa uteri pain, alopecia, device dislocation, genital haemorrhage, hepatic enzyme increased and hernia to be related to essure. The reporter commented: got my first root canal because of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram -on an unknown date: impression: 1. Left-sided seizure device is noted. The right-sided effusion device is not clearly seen. 2 two surgical clips in the right and mid lower pelvis. 3. Fallopian tubes are not seen. No free peritoneal spill. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto') and hernia ('hernias') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hernia (seriousness criterion medically significant) and was found to have hepatic enzyme increased ("liver issues: elevatedliver enzyme"). The patient was treated with surgery (hysterectomy and get 2 for 1 surgery). Essure was removed. At the time of the report, the medical device removal, hernia and hepatic enzyme increased outcome was unknown. The reporter considered hepatic enzyme increased, hernia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hernia and medical device removal . Most recent follow-up information incorporated above includes: on 3-dec-2019: content from plaintiff fact sheet (social media) received. New event liver enzyme elevated added. New reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sorry to hear you are suffering with pain and bleeding due to essure') and hernia ('hernias') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hernia (seriousness criterion medically significant), adnexa uteri pain ("burning pain like ovaries are heating up"), alopecia ("still hair losing it. ") and genital haemorrhage ("sorry to hear you are suffering with pain and bleeding due to essure") and was found to have hepatic enzyme increased ("liver issues: elevated liver enzyme"). The patient was treated with surgery (hysterectomy and get 2 for 1 surgery). Essure was removed. At the time of the report, the pelvic pain, hernia, hepatic enzyme increased, adnexa uteri pain and genital haemorrhage outcome was unknown and the alopecia had not resolved. The reporter considered adnexa uteri pain, alopecia, genital haemorrhage, hepatic enzyme increased, hernia and pelvic pain to be related to essure. The reporter commented: got my first root canal because of essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hernia and medical device removal, adnexa uteri pain, hair loss. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received :reporter added. One event was updated from medical device removal to pelvic pain & one new event genital bleeding was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto') and hernia ('hernias') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hernia (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and get 2 for 1 surgery). Essure was removed. At the time of the report, the medical device removal and hernia outcome was unknown. The reporter considered hernia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hernia and medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.